Event description:
The event is reported as: per (B)(4) affiliate: "during the intubation, it was impossible to realize the lung exclusion. Decision of extubation and install a new tube. After the extubation, observation of the almost total break of the spur. Consequence: bronchial edema. Patient is fine but still with an inflammation."

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent at completion of investigation.